Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking extension tube connection was confirmed; however, the root cause was not identified. The product returned for evaluation was one segment of digital video depicting an intraosseous (io) needle extension set. The depicted extension set was connected to an implanted io needle and a syringe. The sample appeared to be aspirated. Following aspiration, leakage was observed at the syringe/extension tube connection. While leakage appeared to be evident in the provided video, inspection of the video was insufficient to identify the cause of the leakage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include female luer damage and syringe/tubing incompatibility. A lot history review (lhr) of 123306 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (123306) have been reported from the same facility

Event description:
It was reported "customer inserted io needle, and attached extension set. There was saline and blood leaking from the hub/extension set connection. The customer tightened the extension set as much as possible, with no change. The customer then attached another ICU medical extension set, and noticed air bubbles in the line as the extension set wouldn't correctly attach to the io needle hub." Add info rcvd 03/03/2021: placement date (B)(6) 2021. Placement info: 25mm. Was there patient harm reported?: no.